Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation. 1 event was confirmed during testing: the device was found to be affected by a damaged hose. 1 device was repaired and returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had a damaged hose, which caused leaking of air and/or lubricant. There was no patient involvement; no patient impact.